Manufacturer narrative:
Additional information received indicated that the patient was admitted to the hospital with a two day history of hematochezia. The patient was taken for egd and colonoscopy. Results revealed multiple polyps which were resected and clipped. The patient was maintained on a heparin drip and coumadin was restarted with goal inr of 2-2.5. Post-procedure the patient's hemoglobin levels decreased requiring 2 units of packed red blood cells (prbcs). The patient was discharged on (B)(6) 2015. Gi bleed is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). With review of the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. The medical team reported that the patient's inr was therapeutic and that anticoagulation therapy was controlled. The medical team also reported that they believe the reported event may be related to the device. Though the root cause of the reported event cannot be conclusively determined; clinical factors that may have contributed are multifactorial and are thought to be partially related to continuous, non-pulsatile flow, age, anticoagulant therapy, and related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that this patient called with complaints of a two day history of melena, nausea & vomiting, and diarrhea. The patient was instructed to come to the hospital for gi bleed work up with a plan to stop anticoagulation upon admission and consult gi.